Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies to the needle mechanism that would contribute to an improper insertion of the cannula. No housing or environmental seal damage was observed. The exposed portion of the soft cannula was observed to be slightly kinked. The timing and cause of this damage could not be determined. It could not be determined if the kink contributed to the improper insertion of the cannula. Although the soft cannula was observed to be slightly kinked, fluid was still able to flow through the entire fluid path with no issue. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. A root cause of unsure properly inserted cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 4 and 24 hours. They reported the adhesive pad did not adhere to the skin properly, and therefore they were unsure if the cannula was properly seated in the infusion site (leg). As treatment, a new pod was successfully applied.